Event description:
(B)(4). Constant sharp pain on left side of pelvic area, cramps feel like labor pains, heavy periods, severe migraines, cramps go all the way around my lower body, feels like something is kicking me inside, after eating I get an upset stomach, feel bloated 24-7, sex sometimes hurts, periods come really early or really late.